Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to working outlet with tandem charging cable and wall adapter, and using different charging cable did not initially resolve issue. There was no adverse impact to the customer¿s blood glucose level, and pump did not shut down or become unable to turn back on. Customer was instructed to keep pump connected to working outlet, was sent replacement tandem charging cable and wall adapter, and after changing charging supplies pump began charging again, so no further assistance was required.